Event description:
It was reported that a freestyle libre 3 plus continuous glucose sensor failed to pair with the ilet, while appearing connected in the manufacturer¿s app, and the user was educated to activate the sensor only through the ilet mobile app and to replace the current sensor to resolve the pairing failure. Customer care provided support troubleshooting and user education to delete the third-party app and complete sensor activation via the ilet mobile app, after which the new sensor successfully entered warmup. Investigation of this case revealed successful restoration of sensor communication after proper activation through the intended app workflow. No symptoms associated with hyperglycemia with a reported blood glucose of 386 mg/dl. Outcomes included user-administered subcutaneous short-acting insulin outside the system. It was concluded that the event was due to sensor pairing failure and use of a non-intended app pathway, resolved through replacement and correct activation of the libre 3 plus via the ilet mobile app.